Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least nine applications were performed with the balloon catheter on the date of the event. There were temperature and flow issues on application number one. The physical catheter was not returned for analysis/investigation. Also, this event was related to a clinical issue that was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) was observed. The physician adjusted the catheter alignment and a double stop was performed. The case was continued with and completed using radiofrequency. The patient's phrenic nerve palsy did not recover at hospital discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated "there is recovering sign in the phrenic nerve".